Event description:
Boston scientific received information that the lead was explanted due to an infection. Event date: (B)(6) 2011 (B)(6), (B)(6) implant date (B)(6) 2003. Explant date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).